Event description:
Report received from the us stating that the device displayed an "e5 error after being submerged in water." The device was being used in surgery. No injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.